Event description:
It was reported that when removing catheter, it became resistant when pt pulled on catheter. Pt then heard a snap and catheter came out missing the black tip. Follow-up indicated that the length of the broken segment was < 1-2 cm and was not removed. The pt's condition is excellent. The proximal portion was discarded by the pt.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this incident was not available for eval and investigation. Without the actual product, a complete analysis cannot be conducted. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). Also, in the pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. C). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info that is pertinent to this event becomes available. I-flow will submit a follow-up report.